Manufacturer narrative:
The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as the device is not being returned and no lot number was provided. This device was used for treatment not diagnosis.

Event description:
It was reported that there was a removal of the left distal radius hardware on the volar side. The patient was returned to or on (B)(6) 2013 for revision on one of the screws which was sitting proud and may have been be causing the patient a decreased range of motion in the middle finger. The surgeon decided instead to remove 1 volar plate, 2 column plates and seven screws as the patient was healed. No further information was provided. This is report 5 of 6 for complaint (B)(4).